Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the es server patient record was correct. Issue was isolated to the station displaying outdated cached information following multiple unit transfers (ICU to surgery). The tss refresh/resynchronize the osurg station to pull the latest patient data from the server. Before further validation could be performed, the patient was discharged from ICU, preventing confirmation of full correction. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient information was incorrect on one station. The customer reported that the patient had been transferred from ICU to surgery and then back to ICU. However, on the station, the patient visit ID was displayed as ¿(B)(6),¿ which does not exist. It was confirmed on the server that the patient was currently in ICU. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.